Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No software error bad pointer alarm noted during test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error bad pointer, impossible default case, parameter out of range, etc. The customer¿s blood glucose was 124 mg/dl at the time of incident. The customer was able to clear the alarm and able to rewind the insulin pump but the error recur after troubleshooting. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.